Event description:
Information was received from a healthcare provider regarding a generator and a handpiece. It was reported that, during a neurosurgical case, a generator and an handpiece were used and the handpiece activated without room awareness. It was alleged that the activation tone defaulted to the lowest setting and could not be heard, and staff were not aware the hand piece was on. It was further reported that the handpiece burned through two layers of surgical drapes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.